Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical review/rationale: (updated 2026-4-28). An impella cp was placed via the right femoral artery to support a 52-year-old male patient admitted for acute myocardial infarction and cardiogenic shock, in scai stage e shock. There was no other medical history shared. During implant, when attempting to pass the companion sheath through the peel-away sheath, excess bleeding occurred and could not fully pass through the hemostatic valve. The companion sheath had difficulty advancing through the introducer during this difficulty the hemostatic valve of the introducer (14fr) was leaking. A new companion sheath was successfully used. The patient received support with the cp for the percutaneous coronary intervention procedure. Anticoagulation necessary for the pump placement and support can contribute to access site bleeding. The failure and exchange was performed with no consequence to the patient and support.

Manufacturer narrative:
E4 was inadvertently omitted on the initial manufacturer device report.